Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
A healthcare professional (hcp) reported that the patient was getting shocked when stimulation was turned on. It was noted that the system was broken and there was a bulging at the lead site in the lumbar location. The issues started suddenly the week prior to the report. The device was indicated for other non-malignant pain and failed back syndrome - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.